Manufacturer narrative:
This report is being submitted to update the section b5. Describe event or problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the last year, this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate atrial tachy response (atr) due to oversensed far-field noise signals in the right atrial (ra) channel. Additionally, the right ventricular (rv) lead exhibited low fluctuating amplitude measurements and a progressive increase of the shock impedance, surpassing 160 ohms and triggering a alert. Boston scientific technical services (ts) reviewed the stored episodes of the crt-d and noted both lead measurements have increased in the month prior to the alert. Ts stated the sudden increase of both lead measurements could be related to the patient condition or a medication change. However, the elevated amplitude and morphology of the noise captured in the latest atr events suggests there could be ra lead impairment. Moreover, ts concluded unintentional lead touching or fretting could also be the cause of the issues. Ts recommended testing the system in person by running real time electrograms (egm), measuring the impedance several times, performing manipulations to test the pacing capabilities across postures and taking a chest x-ray. The treating physician received the suggestions. The patient was checked in clinic as per ts suggestion. The cause of the abnormal measurements was not conclusively determined and no abnormality was noted in the chest x-ray performed. At this time, this lead remains in service and no additional adverse patient effects have been reported.

Event description:
It was reported that during the last year, this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate atrial tachy response (atr) due to oversensed far-field noise signals in the right atrial (ra) channel. Additionally, the right ventricular (rv) lead exhibited low fluctuating amplitude measurements and a progressive increase of the shock impedance, surpassing 160 ohms and triggering a alert. Boston scientific technical services (ts) reviewed the stored episodes of the crt-d and noted both lead measurements have increased in the month prior to the alert. Ts stated the sudden increase of both lead measurements could be related to the patient condition or a medication change. However, the elevated amplitude and morphology of the noise captured in the latest atr events suggests there could be ra lead impairment. Moreover, ts concluded unintentional lead touching or fretting could also be the cause of the issues. Ts recommended testing the system in person by running real time electrograms (egm), measuring the impedance several times, performing manipulations to test the pacing capabilities across postures and taking a chest x-ray. The treating physician received the suggestions. At this time, this lead remains in service and no additional adverse patient effects have been reported.